Event description:
It was reported that the ICD displayed noise on the ventricular electrogram during a high voltage charging. Previously, noise had been reported on the electrogram, but the noise was not reproducible during follow-up. The physician elected to deliver a high voltage shock to the patient's sinus rhythm in order to check the device and lead functionality, and to obtain the high voltage lead impedance. However, high voltage lead impedance was not reported by the device during the shock delivery attempt. The decision was made to explant the device.